Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the mpu¿s green light not turning on was not confirmed. The mpu (serial number (B)(4)) was not returned for analysis. Per the reported event, the cause of the event was determined to be related to the mpu¿s power cord. The root cause of the reported event was unable to be conclusively determined through this analysis. Review of the device history record for the mobile power unit, serial number (B)(4), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook instructs users to regularly inspect their equipment, including their mpu, and to return any equipment that appears damaged or worn. Users are encouraged to not use any equipment that appears damaged or worn. The heartmate 3 patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient's mobile power unit (mpu) green light would not come on when plugged into the wall. The patient brought the affected mpu into the clinic where troubleshooting was performed. It was determined to be an issue with the power cable. The mpu functioned appropriately with loaner power cable. Only the power cable needed to be replaced, the mpu was without issue. Exchanging the power cord resolved the event. No products will be returned.